Manufacturer narrative:
The reported error could not be reproduced during evaluation. However, it was determined that the compact flash had an incorrect speed setting, and issue associated with the reported error.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref.: 3004936110-2018-00465. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.